Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the preparation of the vertecem v + cement kit, the mixer jammed. So, the customer used another kit. Procedure and patient involvement were unknown. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary information was forwarded to legal manufacturer on february 12th 2019. Investigation summary from supplier: a retain sample of the affected batch 7c53190 has been tested in our laboratory without any anomalies. As well the batch documentation is without deviations, too. Based on our evaluation we assume an application error. Device history lot part number: 07.702.016s synthes lot number: 7c53190 manufacturing location: selzach supplier: aap biomaterials gmbh release to warehouse date: 14.jun.2017 expiry date: 01.mar.2020 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part number: 07.702.016s synthes lot number: 7c53190 manufacturing location: (B)(4) supplier: (B)(4) release to warehouse date: 14.jun.2017 expiry date: 01.mar.2020 no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.